Event description:
It was reported that the pump exhibited a downstream occlusion alarm while the device was connected to the patient. Another pump was used and the issue resolved. There was no injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The complaint of a downstream occlusion alarm could not be confirmed. Based on the information provided, a probable cause could not be determined.